Event description:
It was reported that the patient had the catheter placed on (B)(6) 2020. During this infusion at hospital, the exposed portion of the catheter leaked fluids.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown within patient use in the arm. Beads of fluid are observed to leak from the proximal end of the catheter near the interface with the blue over-sleeve. The characteristics of the damage present on the catheter could not be closely inspected due to the lack of a physical sample. Based on the information provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter and sharp instrument damage. Since fluid was observed to leak, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1369 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1369) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient had the catheter placed on (B)(6) 2020. During this infusion at hospital, the exposed portion of the catheter leaked fluids.